Event description:
It was reported that the ventilator was magnetically attracted to an mr scanner. There was no patient harm. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator was magnetically attracted to an mr scanner. Device taken out of service, no harm to the patient during this event. Ventilator has been turned off but no additional checks performed. The magnetic field indicator has been sent for investigation. The returned magnetic field indicator has been tested at the manufacturer site. It started to flash yellow/audible alarm as soon as we took it near the magnetic field. It was not possible to reproduce the reported issue. Therefore, no root cause can be established.